Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not detecting patient's battery packs) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was isolated to a solder bridge between pin 1 and pin 2 on the battery charger's battery pca. The solder bridge caused a short. The root cause for the solder bridge was a manufacturing error. An internal corrective action and a supplier corrective action are being initiated. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to detect a patient's battery packs.